Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-16073. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on both the right ventricular (rv) lead atrial (ra) lead. The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.